Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation re-isolation procedure with an octa,lng,48p,3-3-3-3-3,d-curve. The spline bent back when inserted without cheater and there was a foreign body in the patients groin closure. A re-isolation of the pulmonary veins was planned. The patient who was treated had already undergone surgery and had a mechanical mitral valve and aortic valve installed. An octaray catheter was taken to map the left atrium, although the physicians knew in advance about the off-label use of the catheter and the clear contraindication in this constellation. Procedure sequence: we first mapped the right atrium with the octaray catheter from 8:42 am to 8:44 am. After mapping, transeptal puncture is performed and we started mapping in the left atrium with the contraindicated octaray catheter at 8:58 am to 9:08 am. This became entangled with 5 of the 8 splines in the mechanical mitral valve at the end of mapping. After multiple attempts to free the catheter from the valve, the investigator was able to free three of the initial five snagged splines, but the other two splines were stuck directly to the hinge of the valve and could not be freed. After countless attempts and several different maneuvers, the investigators came to the conclusion that the splines of the octaray could not be removed minimally invasively and had the patient transferred to the operating room of the cardiac surgery department. This complaint serves as a documentation of the contraindicated use of the octaray catheter in the left atrium for mechanical mitral valve regurgitation. The patient is part of the clinical study. Tip fully separated is MDR-reportable. Medical device entrapment requiring excessive manipulation is MDR-reportable. Internal components exposed is MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-mar-2023, bwi received additional information indicating that the complaint device is not available for return. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. On 29-mar-2023, bwi received additional information indicating updates to section e of this form. Head of ep dept.: (B)(6). Section e of this form has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).